Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the fluoro function pcb. The system was tested and found to be working as intended and place back into service.

Event description:
It was reported that the monitors black out and the 9800 system required reboot. There was no report of pt injury.